Event description:
It was reported that a lead fracture was suspected and that atypical artifacts were observed in the iegm memory. Kentrox sl-s 65/16 steroid, MDR 1028232-2009-00420.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol2; 60 charge processes were documented. The memory content of the ICD was checked; disturbances were visible in the recorded iegms. Then the signal perception of the ICD was checked and proved to be free of noise. The ICD sensed applied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to spec with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were without problems. Leads inserted in a test contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within is-1 and df-1 standard. There was no material defect or mfg error. In summary, the ICD proved to be without problems and within specs both in regard to the connection system and the electronics. The mechanical and electrical check of the lead did not show any anomalies that could be related to the clinical observation. The electrical insulation was intact, the electrical measurement values were unremarkable. The cuts in the insulation are probably a result of the explantation process. Neither the analysis of the lead, nor the analysis of the ICD found any indications of material defects or mfg errors.